Manufacturer narrative:
(B)(4): the onset of the peritonitis was reported to be two weeks prior to this report, approximately (B)(6), 2014.as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent, abdominal pain and fever. The cause of the peritonitis was unknown. The patient was hospitalized for an infection and peritonitis. Treatment for this event was oxycodine (intraperitoneally, dose, frequency and duration not reported) and unknown antibiotics (route, dose, frequency and duration not reported). Peritoneal dialysis therapy using baxter solutions was withdrawn. At the time of this report, the patient was recovering from this event and was still hospitalized. No additional information is available.